Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the orbital atherectomy treatment procedure, a vessel perforation occurred and the pt required bypass surgery. The lesion being treated was 90% stenotic, calcified, 8 mm in length and was located in the distal pt artery. The physician used a 7f introducer sheath, and a quickcross catheter, and multiple wires (trying to cross the distal pt). He treated the outflow first and worked his way up. He performed runs using a 1.5 solid crown oad at low, medium and high speeds averaging 40 seconds for each run and with approximately 1 minute between runs. He treated approximately 10 mm of the proximal pt with three 40 second runs at low, medium and medium speeds. He then treated the distal popliteal bifurcation, a short focal lesion, with three runs at low, medium and medium speeds. He then treated the long diffuse sfa segment with three runs at medium, medium and high speeds. He subsequently ballooned all of the lesions and then performed a follow-up angiogram. At this time he noted a distal pt lesion. He used another 1.5 solid crown oad with two runs at low and medium speeds. On the third run he felt the oad bind up after about 9 seconds of sanding. At this time he noted a vessel dissection and aborted the atherectomy intervention. At this point, the pt had perfusion to the foot and a doppler signal at the dorsalis pedis and diminished doppler signal at the posterior tibial. The foot appeared viable and now demonstrated a palpable popliteal pulse, which had been previously absent. It was elected to proceed with a popliteal to posterior tibial bypass or a posterior tibial bypass below the level of the distal lesion. The pt remained in stable condition and was prepared for surgery. The saphenous vein was harvested from the thigh and was interpositioned into the posterior tibial artery with excellent results and a bounding distal pulse in his left posterior tibial area. The pt remained in stable condition post-op with a warm, pink, and well-perfused foot.